Event description:
While pacing a pt in transport to the hospital, the device pacer reportedly shut off. Pacing was reinitiated and the pt regained consciousness. This was alleged to have recurred twice during transport. The pt was resuscitated.